Event description:
The manufacturer received information alleging a ventilator's lcd screen failed to display. There was no harm or injury reported. The device was returned to the manufacturer for service and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. Additionally, during the evaluation the device's rear enclosure was found to be damaged and needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.